Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and customer had difficulty unlocking the touch screen due to this issue. Customer's blood glucose was 184 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.